Event description:
It was reported that this patient received a shock form this implantable cardioverter defibrillator (ICD) for a ventricular fibrillation (vf) episode. Technical services (ts) analyzed device episode data and deemed the shock to be appropriate. Anti-tachycardia pacing (atp) was delivered prior to the shock. Immediately after the atp delivery, there was oversensing of a beat on the right ventricular (rv) lead channel. Ts explained device operation and programming to the health care professional (hcp). No further changes were suggested. No adverse patient effects were reported. Currently, this ICD remains in service.